Event description:
It was reported that the patient experienced a skin and catheter infection due to spinal surgery. Imaging of the back was taken and found an abscess which confirmed the infection. The catheter was explanted. The reporter stated that she thought the patient "has had pain in his back forever" and that was why he got the pump therapy. The patient was recovering on antibiotics and awaiting re-implant at the time of the report. The drugs used in the pump were morphine and clonidine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 1999-(B)(6), product type catheter. (B)(4).